Event description:
It was reported that the device was explanted after implant duration of approximately 94 months. It was learned that the reason for explant was due to severe mitral stenosis, and massive calcification. No other details were provided.

Manufacturer narrative:
This event was determined to be reportable per edwards lifesciences procedures. The event was learned through implant patient registry. Through follow up with the health care provider (via fax), additional information was received. An operative report was requested, however, it was not provided. It was also noted that the device is unavailable for evaluation. A device history record review is in process. Device not returned.

Event description:
It was reported that the surgeon inserted an icm125v4 12.5mm implantable collamer lens in the right eye in 2008, and the lens was explanted in 2009 due to inadequate vault. No lens opacity was observed. The lens was exchanged for a longer lens. The pt's post operative ucva was 20/20.

Manufacturer narrative:
The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections with no nonconformance. Customer letter not required.